Event description:
The account alleges that the rotating connector part came off from the connected tube at the connection of both parts. It was not a crack, but a thorough disconnection. It was replaced with the same product and the new one was used without issue. No patient injury.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.